Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, the tip of the guidewire detached and broke off inside the patient. Unspecified medical intervention was required and it is not known if the patient experienced any adverse consequences. No additional information is available.